Manufacturer narrative:
Review by arthrosurface's engineering department revealed that the device functioned as desired. Following explantation and retrieval of device components, the surgeon was able to successfully engage the taper component and the screws on the back table. The surgeon has previously performed approximately 7 cases with no reported device related issues, and all those patients are satisfied with the outcome. There was no harm to the patient as well as the surgeon.

Event description:
The toemate distal screw disengaged from taper post 2 weeks after surgery. Implanting surgeon explanted the toemate device components and performed revision surgery with a k-wire. This MDR (FDA medwatch form 3500a) is now being filed in accordance with the findings on form 483 (observations), received during our FDA inspection held in 10/2015.